Event description:
Impella was inserted via femoral artery to left ventricle. After placement, tried to pull out the guide wire but it was stuck in the outlet of the catheter and it prolapsed onto itself. Pulled back the entire device into smaller vessels but the device bent onto itself more, causing two big dents in the wire and the catheter was bent. This caused the wire to be stuck in the motor housing per the representative. This opted for an open surgical removal from a surgeon. Manufacturer response for impella catheter 2.5 (per site reporter): once device is released by risk and pathology, then the manufacturer would like to pick up the device for their analysis.